Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4) date sent: 05/29/2025 d4: batch #unk d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Per user facility medwatch form, #mw5169953. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the account/facility name please provide device details (product code#/lot#/batch#)? What was the quality issue with the device? Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? How was the case completed? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a coronary artery bypass graft procedure, it was observed that the device did not work when the surgeon attempted to staple atrial appendage. There was no patient consequence nor surgical delay reported. No additional information provided.